Manufacturer narrative:
The lot was manufactured between november 11, 2019 to november 12, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional test including pressure test and clear passage test was performed which revealed the check valve is blocked in the white part by excess solvent. The reported condition was verified. The cause of the condition was machine related during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not prime. This issue was identified during priming. There was no patient involvement. No additional information is available.